Event description:
It was reported the lower lcd (liquid crystal display) screen of the epg (external pulse generator) is cracked. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is broken. Upper case is damaged and lower case is broken. Both bail covers are broken. Ring cover is broken and was glued to the lower case. Lead flex cover is corroded. One case screw is missing. One printed circuit board is creased. Battery contacts are compressed. The ring is bent. Battery drawer is contaminated and has tool marks. Keyboard window is scratched.